Event description:
During the coronary artery bypass procedure, four heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.